Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a flex connector on control board which was not properly seated fully on to a connector of the digital board. The flex cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.